Event description:
Provider states the unit will power on and 30 seconds later will start alarming. Unit is a rental, 2366 hours. No property damage or injury alleged. No further information provided.